Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture, seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma- late.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and palpated with severe contracture of both breasts. Healthcare professional later reported "calcifications", and "radial folds with free periprosthetic fluid." The device has been explanted.